Event description:
The pt ((B)(6)) received a percutaneous lead on (B)(6) 2011. It was reported the pt's lead migrated. The pt underwent surgical intervention to resolve the issue. During the procedure the doctor damaged the lead by steering it with a bent stylet. As a result, the lead was replaced.

Manufacturer narrative:
MFR's eval: lab testing will not determine lead migration. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.